Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified artery. A 2.00mm x 8.00mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at nominal pressure. The procedure was completed with a non bsc balloon catheter. No patients serious injury or adverse event were reported.